Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with bilateral lower extremity deep vein thrombosis and right pulmonary artery embolus. Approximately ten years post filter implantation, it was alleged that the filter struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two days post filter deployment, a computed tomography of pelvis was performed for pulmonary embolism follow up. The study showed that there was an inferior vena cava filter noted. After nine years and eleven months, a computed tomography of abdomen was performed for evaluation of inferior vena cava filter. The study showed that there was a caval perforation of about 9 o'clock 4.30mm grade 2, 11 o'clock 4.80mm grade 3 extending to the periphery of the duodenum and 1 o'clock 4.60mm grade 4 extending into the duodenum. The study also showed that there was a left sided tilt measuring 7.41 degrees. Also, there was a migration with apex of the caval filter was at the level of the renal veins. Therefore, the investigation is confirmed for the alleged filter migration and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with bilateral lower extremity deep vein thrombosis and right pulmonary artery embolus. Approximately ten years post filter implantation, it was alleged that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.